Event description:
It was reported that chronically high capture thresholds were observed on the left ventricular (lv) lead. The lv lead was found to have dislodged. The lv lead was capped (B)(6) 2026. A non-abbott lead was attempted to replace but also showed high capture thresholds and was replaced by another non-abbott left bundle branch pacing lead successfully. The patient was in stable condition.